Manufacturer narrative:
Additional information.

Event description:
Additional information received, patient stated "she stopped taking ibuprofen one week after [her] last visit." The event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received, patient stated "she stopped taking oxycodone [on] (B)(6) 2015", the patient had transitioned to using 200mg ibuprofen for pain relief. No further patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of a sparc the patient experienced pelvic pain. Ibuprofen was prescribed to the patient on (B)(6) 2015 and the event was considered recovering/resolving (adverse event is improving). No further patient complications have been reported in relation to this event.